Manufacturer narrative:
(B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
During a prostate procedure, "forward firing, not touching tissue" was reported at 57,112 joules of use and 6:40 minutes. The procedure was completed using a second fiber. The patient was under anesthesia. There was ¿no injury to patient¿ reported.